Event description:
The patient contacted animas on (B)(6) 2012, reporting that the pump had intermittent power. The patient reported that the battery cap was replaced and seemed to help; however, after a period of time with the new battery cap the pump began rebooting again. The patient stated that occasionally the pump will hold power; however, it was inconsistent. The patient confirmed that there was no known damage to the battery compartment or cap. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no activity outside normal use. Power on resets was observed in the black box. On examination, there was no damage found to the battery compartment. The battery cap that was returned with the pump for investigation was able to be fully tightened to the pump with no visible yellow o-ring showing. The pump was exercised for 24 hours with the returned battery cap in place with no power loss or rebooting. The functionality of the battery cap was confirmed through testing. The pump cover was removed for investigation and there was no evidence of moisture or damage to the battery flex or power circuit. The complaint was verified in the pump's history but was not able to be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.